Manufacturer narrative:
Sections h3, h4, and h6 codes were updated. Zoll service inspected the thermogard xp ivtm system (sn (B)(6)) at the customer site. The reported complaint that the thermogard system displayed tcmid:06 (ce post failure) and tcmid:08 (coolant temp low) error messages was confirmed in the system's event log files. During functional testing, tcmid:06 was replicated. The root cause of both error messages was the defective cooling engine, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in february 2014 and is over 12 years old. The event log contained multiple tcmid:08 and tcmid:06 error messages on and around the reported event date, confirming the reported complaint. The thermogard system failed functional testing due to the tcmid:06 error, confirming the complaint. Technical investigation verified that the I/o board and pic-16 board were working as intended. The root cause of both the reported tcmid errors was identified as the defective cooling engine, which will need to be replaced to remedy the complaint. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
During device check, the thermogard xp ivtm system (sn (B)(6) displayed tcmid:06 (ce post failure) and tcmid:08 (coolant temp low) error messages during the power-on self-test (post). No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.